Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the atw35 instrument did not staple correctly. Another instrument was used to complete the case.